Event description:
The customer's spouse reported via phone call that the customer received a no delivery alarm. The customer's blood glucose was 563 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. It was also found the customer did not have a bent cannula. Customer was advised of a possible site occlusion. The customer's insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.